Event description:
Patient presented to the physician with a hematoma and an infection at the ipg site. A culture was obtained and returned positive for infection. Physician prescribed antibiotics. The following day, the physician brought the patient into the or, irrigated the ipg pocket, and closed the incision site. Patient will continue the previously prescribed course of antibiotics.